Event description:
Customer reported via phone, the insulin pump kept alarming button error. She attempted to clear the alarm by pressing esc, however the device wasn't responding. Customer didn't know her blood glucose level. Customer stated the belt clip was put in incorrectly and just changed it. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump has cracked case at the display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window.